Event description:
It was reported that a patient in the USA experienced peritonitis, sepsis, and a pulling feeling coincident therapy for peritoneal dialysis (pd). The patient was hospitalized for the event. The cause of peritonitis was unknown. During hospitalization, the patient experienced sepsis. The nurse confirmed that the peritonitis was the cause of the sepsis. The patient was treated with cephalosporin and vancomycin (dose, frequency and route not reported) for the peritonitis. On a later date, the patient was discharged from the hospital. It was considered that the pulling was related to the positioning of the catheter and that the peritoneal membrane might not have possibly healed from the peritonitis yet. Treatment rendered was not reported. The patient recovered from the event of peritonitis and sepsis. The outcome for the event of pulling was not reported. Per the nurse, the events of peritonitis and sepsis were unrelated to dianeal therapy. An opinion of causality was not reported for the event of pulling.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd892372 and gd892224 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.